Event description:
Patient came in symptomatic. Multiple crt interrupt alerts and recordings on home monitoring. Oversensing on the lv channel. Recommended x ray to evaluate lead positioning. Device remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.